Manufacturer narrative:
The device lot# was not recorded by the site and the device was discarded by the user. Therefore, lot# cannot be determined. Device expiration date can not be determined without the lot#. Device manufactured date can not be determined without the lot#. The spectranetics lead locking device was discarded by the user facility. There is no allegation that the lld malfunctioned. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced for a dual chamber lead extraction of a right ventricular(rv) and a right atrial (ra) pacing lead. Indication for extraction was that the leads were malfunctioning. The rv lead was successfully extracted utilizing a spectranetics 11fr tightrail rotating dilator sheath and a spectranetics lead locking device (lld) 518-019. Then a spectranetics 14fr glidelight laser sheath and a spectranetics 11fr tightrail rotating dilator sheath was used for extraction of the ra lead. Progress was made up to 4-7cm from the distal end when the lead broke. The sheath and the broken portion of the lead were extracted from the body. 2-4 minutes after the sheath was removed the patient's blood pressure dropped and an echocardiogram showed pericardial effusion. Rescue efforts commenced. The cardiovascular surgeon repaired a perforation in the right ventricle. One day post procedure the patient was stable in the cardiac intensive care unit (ICU).